Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Injury - mouth [mouth injury], brushhead falls off, sustained injury [injury associated with device], brushhead falls off handset [device breakage], case description: (B)(4). A consumer reported that while her husband used an oral-b rechargeable toothbrush, version unknown, the oral-b trizone brushhead fell off the handset, and he sustained an injury. The case outcome was unknown.